Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was transplanted. There was some suspicion regarding possible rotor thrombus. The pump is returning for evaluation.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.